Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had 9 hospital visits due to blood glucose control in 2015. Customer's insulin pump settings have not been adjusted in over 2 years. Customer stated that she lacks good control of diabetes. A replacement pump was sent in (B)(6) 2015.